Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the top and bottom of the cases are in excellent condition. Cracked right plunger case and no visible contamination. Customer?s reported issue was duplicated. Dowel pin came out of plunger head mount. The root cause of the reported issue was determined. The cause of the issue is known and is design related. Actions taken to mitigate the reported issue: replaced plunger head mount and dowel pin. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that syringe clip is not retracting. No patient injury reported.